Event description:
The complainant reported that a male patient with a medical history of dementia and swallowing difficulties experienced a slower feeding due to under-delivery with a patrol pump, list #52036. The rate was intended to be 125 ml per hour. 1500 ml were hung and 1500 ml delivered within 17 hours rather than the intended 12 hours (a reported under-delivery of approximately 30%). It was reported that the patient has been known to "fiddle with the pump" and disconnect on occasions. There was no obvious problem noted with pump. The pump was replaced and will be returned to sligo for testing and investigation. There was no report of serious injury or illness or medical intervention associated with the event.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the foreign source.